Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory was completed and calculations verified this device did not last as long as expected. The device case was removed to assess the internal components. The battery cell was removed and sent for detailed testing. The behavior of the battery cell appears consistent with a soft short condition within the battery component. A soft short condition may be induced within the battery cell due to the presence of foreign material. Manufacturing enhancements, designed to mitigate the occurrence of this rapid internal cell depletion, were implemented in 2011. Of note, this model device is no longer manufactured.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. The device was noted to have reached elective replacement indicator (eri). Technical services (ts) discussed the option of having data from this device analyzed. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. The device was noted to have reached elective replacement indicator (eri). Technical services (ts) discussed the option of having data from this device analyzed. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. The device was noted to have reached elective replacement indicator (eri). Technical services (ts) discussed the option of having data from this device analyzed. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.